Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawers was jammed. A field service engineer cancelled the work order by stating that this was a self-service site. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was jammed. The customer stated that the malfunction occurred when user trying to remove medication for the patient and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.